Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that sensor failure was reported. The patient originally reported to the customer service team about the sensor failure on (B)(6) 2024. The patient was requesting 2 sensor failures that happened on the same day. Follow-up call to the patient was made on 04/23/2024 that on (B)(6) 2024 the patient said she was hospitalized due to dexcom, but she could not remember what she was experiencing then. She could not remember the date the sensor was inserted. The patient could not remember her diagnosis. She just said that the doctor said that her sensor "was not working". The medical intervention while in the hospital was documented as routine basal and bolus diabetes management. The length of stay was not specified. At the time of the follow up call, the patient was feeling okay. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for investigation. No additional patient or event information is available.